Event description:
It was reported that the device battery may have depleted prematurely due to the patient's physiology. The device was removed and replaced. It was also reported that the left ventricular (lv) threshold was elevated throughout the life of the device. It was further reported that the pacing impedances on all three leads have been historically low. The lv, right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The device battery met the expected longevity and was found to have normal depletion.